Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer went to the emergency room (ER) due to accidentally administering multiple boluses in close succession. Customer¿s blood glucose (bg) was 203. Reportedly, customer left the ER in stable condition (bg 210 mg/dl.)